Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue. How many devices demonstrated the alleged deficiency? 3 plus another box with the same lot numbers that we pulled not to use. Please provide a copy of the ethicon invoice/purchase order for the credit request. To whom should the shipper kit be sent? Please provide the contact name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. (B)(6). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The 3 used on patient were discarded in the sharps bin. I have the other box with the same lot number on my desk waiting for instructions on what to do with it. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported by distributor per account that they have a bad lot of sutures; the needle is just pulling off from them, they opened 3 packs before looking for a different lot number. They have 12 more with that lot number. There is no injuries or adverse event reported. Devices are available for return. Additional information was requested.